Event description:
The facility reported an infusion pump in which a failure code 402 occurred while infusing on a pt. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter svc event. Info regarding pt demographics, medication involved and device programming was requested but none was provided.